Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump down arrow button does not work and the pump alarmed automatic restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also has a blank display. Customer indicated that they are using their back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The moisture damage was found on motor assembly noted. We were unable to verify for keypad anomaly, unexpected restart alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and the operating current test due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.